Event description:
It was reported that the patient had a full explant due to infection. Device history records were reviewed and showed that both the lead and generator were hp sterilized prior to distribution. Device return is not necessary as it adds no value to the investigation. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?; device evaluation is not necessary as it will add no value to the investigation as the root cause is known.

Event description:
Provider later reported that there was no documentation of generator extruding. This was done in the ER. Per the ER notes, patient was picking at device which caused infection. Re-implant has been discussed with the patient. If this procedure is done it will be re-implanted on her back near scapula. No additional relevant information has been received to date.

Event description:
It was later reported that patient went home after implant surgery and at some point the generator just fell out of her chest and she had a hole in her chest. She reports that she was advised to go to the emergency department and when she went she was diagnosed with an infection and she was there for a week and they took it all out. Patient reports that she knows vns is good for her seizures. Device return is not necessary as it adds no value to the investigation. No additional relevant information has been received to date.